Event description:
During a revascularization procedure one admiral xtreme pta balloon catheter, one pacific plus pta balloon catheter and three inpact.pacific paclitaxel-eluting pta balloon catheters were used to treat a lesion located in the left sfa. Approximately 1 month later the patient suffered from re-occlusion of the left apop and sfa vessels. The event was treated with an admiral xtreme pta balloon catheter and rotarex thrombectomy the following day. The event is resolved.

Manufacturer narrative:
The cec has adjudicated this event to be related to index device and index procedure, not related to drug.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion). Evaluation conclusions: inherent risk of procedure (occlusion). (B)(4).

Manufacturer narrative:
During the previously reported revascularization procedure, the left popliteal was also treated. The investigator has assessed the previously reported re-occlusion of the left apop and sfa vessels approximately 1 month later as not related to the study device, procedure or paclitaxel.